Event description:
It was reported that a pegasus yel 24ga x 0.75in prn non-pvc had damaged tubing and leakage during use. The following was reported by the initial repoter: "after the puncture was successful, the infusion set was adjusted and it was found that there was water leakage at the connection of the indwelling needle tube, and the connection tube of the indwelling needle was found to be damaged. The indwelling needle was removed and punctured again."

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9323932. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. As samples were not returned for this issue, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were inspected and no signs of defect were observed. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pegasus yel 24ga x 0.75in prn non-pvc had damaged tubing and leakage during use. The following was reported by the initial repoter: "after the puncture was successful, the infusion set was adjusted and it was found that there was water leakage at the connection of the indwelling needle tube, and the connection tube of the indwelling needle was found to be damaged. The indwelling needle was removed and punctured again."